Event description:
Report was received from the USA stating that the device had a "hole in the hose". It was unknown to the reporter whether or no the device was used in surgery. There were no injuries or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and was found to have a cut/tear approximately 2 feet from the muffler end of the hose. Evidence indicates that this was due to handling issues at the customer's site. The event was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).